Event description:
Caller reported a malfunction on the pump. Customer¿s blood glucose (bg) level was over 600 mg/dl. Elevated bg was addressed by a manual insulin injection and did not require assistance from a third party. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump.